Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15173610 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 83 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that prior to use, the trufill dcs coil 3x6 coil was kinked, but the delivery system was not kinked. Therefore, another coil (same size) was used to complete the procedure successfully. It was reported that the product was in this condition when it was removed from the package prior to inserting in the patient; therefore it was not used in the patient. However, the returned device showed evidence of clinical use in the patient; there were residuals of blood on the coil. With further investigation into the discrepancy between the reported event and the returned device, it was reported that the complaint information should be updated based on the received products. Neither the inner nor outer package was damaged. The product was stored per labeling instructions. After removal, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (fracture, separated, etc), and the coil remained attached to the delivery system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage and residues of dry blood could be observed on it. Support coil and gripper were found inside of introducer without damage. The embolic coil was still attached to the gripper and it was found stretched/kinked with residues of dry blood. Gripper and embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched/kinked with residues of dry blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinked coil was confirmed during the analysis. The cause of the coil stretched/kinked and the damages found in the hypotube could not be conclusively determined. Neither the analysis nor the DHR suggest a relationship of the event to the manufacturing process. Inspections are in place to prevent this type of failure from leaving from the facility. Although it was initially reported that the device was not used, based on the analysis and the presence of residuals of blood on the coil it is possible that procedural factors may have contributed to the event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, the trufill dcs coil 3x6 coil was kinked, and the delivery system was not kinked. Therefore, another coil (same size) was used to complete the procedure successfully. The product was in this condition when it was removed from the package prior to inserting in the patient. Neither the inner nor outer package was damaged. The product was stored per labeling instructions. After removal, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (fracture, separated, etc), and the coil remained attached to the delivery system.